Event description:
Healthcare worker experienced burning with a white discoloration of the skin on her hands after reinserting a new cassette twice into the sterrad 100s. The third time the cassette was accepted and successfully used by the machine. The worker rinsed her hands under running water and the symptoms disappeared in one hour. The worker was evaluated in the emergency department but no further action or treatment was required.